Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: suspected/actual rupture/deflation. Continued report source: national breast implant registry. Continued initial reporter: national breast implant registry (nbir).

Event description:
Healthcare professional reported right side deflation. Device has been explanted.